Event description:
It was reported that there was a patient death due to suicide. The healthcare provider (hcp) had no subsequent contact with the patient's family, and had only learned about the incident when the police contacted him. The patient's death was on (B)(6) 2011. The patient had a medical history of consultation for insomnia with the mental health department in 2009. During the clinical course, an obvious tendency of depression was not observed, nor was any psychoactive medication. The hcp indicated the event was "not related" to therapy, and further stated "there might be no causal relationship between the administration of the investigational drug and the suicide". The patient's last assessment with the hcp prior to the death was on (B)(6) 2011 when the patient underwent a refill. The patient was noted to be "improved" at that time, and there was no change in drug or dose. The drug being delivered was gabalon. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).